Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: blood transfusion was infusing and part of it leaked from the lowest y port. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) video were submitted to the manufacturer for evaluation. Through visual examination of the sample, it was noted that a small tag with an arrow was attached to the set, directing toward the site of reported leakage. The sample was subjected to functional leak testing; the results of the test noted that the sample had passing results with no leakage observed with close attention given to the site that was tagged on the set at the lower proximal y-caresite/tubing bonded joint. The video was reviewed to show pull force being applied to the tubing if a small cut or any stress was needed on the tubing to see leakage; it was noted that no signs of leakage was observed on the video. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is within specification and the defect was not observed. Therefore, the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.